Event description:
In 2003 patient came through the emergency room (ER) and was tested for troponin. The initial sample was repeated with a result of 4.7 umol/l. The patient did not have chest pains, ECG was negative and the total ck was less than 20. The patient had no risk factor for coronary heart disease (chd) and was discharged before receiving the troponin test result from the lab. After the ER received the result, the patient was recalled from home and admitted to ccu. It was concluded by the cardiologist that a non q-wave mi occurred based on the troponin result. In the morning, a fresh sample was collected a tested for troponin and the result was 0.57 umol/l. The same sample was repeated with a result of 0.04 umol/l. No results were reported due to inconcistency. The initial sample was repeated again and a result of 0.1 umol/l was obtained. The ck was still <20 on the specimen for january 2003. Based on these results the cardiologist concluded that patient did not have an mi.